Event description:
(B)(4). Yes my insurance paid for device. I have experienced the worst pms ever starting 2 weeks before my cycle I'm either crying or yelling, severe headaches weekly, abdominal pain, fatigue that is debilitating, weight gain no matter what I do, no sex drive.